Manufacturer narrative:
Citation: musallam a et al. Self-expanding transcatheter aortic valve-frame infolding: a case series with a warning message. Jacc ca rdiovasc interv. 2020 mar 23;13(6):789-790. Doi: 10.1016/j.jcin.2019.11.035. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an analysis of the occurrence of valve frame infolding in patients who underwent transcatheter aortic valve replacement (tavr) with self-expanding transcatheter valves. All data were retrospectively collected from a single center. The physician/author reviewed 507 tavr cases that used medtronic evolut r or evolut pro transcatheter bioprosthetic valves. Of those, 16 cases of infolding were identified. Valve sizes noted: 23, 26, 29, and 34 mm. No serial numbers were provided. It was noted that infolding occurred primarily in patients with heavily calcified native aortic valves and after partial or complete valve recapture. Among all patients, one death was reported. The patient died from an annular rupture following a post-implant balloon aortic valvuloplasty (bav) that was performed to resolve infolding. The identity of the valve (evolut r or evolut pro) that was used to treat this patient was not reported. Based on the available information, medtronic product may have been associated with the death. Among all patients, adverse events included: non-disabling stroke (4 cases); severe hemodynamic collapse that required cardiopulmonary resuscitation (2 cases); and moderate-severe paravalvular leak (pvl) caused by infolding (unspecified number of cases). It was reported that a post-implant bav was performed in 12 cases to treat pvl and the bav resolved pvl in most cases. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.